Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and associated aspirational pneumonia resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with mesh hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2015. Uneventful device explant due to ongoing gerd on (B)(6) 2016. The device was found in the correct position/geometry at the time of removal. Patient underwent a fundoplication immediately after device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and associated aspirational pneumonia resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with mesh hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2015. Uneventful device explant due to ongoing gerd on (B)(6) 2016. The device was found in the correct position/geometry at the time of removal. Patient underwent a fundoplication immediately after device explant.